Event description:
The customer reported an intermittent video problem. There was no image.

Manufacturer narrative:
The ge service rep found a faulty ccd camera and recommend replacement of the camera.